Manufacturer narrative:
This report is submitted on may 31, 2021.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site, and was treated with antibiotics (type and duration not reported) and topical steroid ointment on (B)(6) 2021. The implanted device remains.